Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "one actual sample was received for invest igation. Further checking was performed by inflating the bronchial cuff by using endotest for both clear and blue cuff. The blue bronchial cuff was able to maintains its pressure at 25 mbar. The clear tracheal tube was unable to maintain its pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on tracheal cuff. Based on the investigation, the defect mode on cuff leakage was matches with the complainant report. There was cut mark observed on the actual sample. In addition, visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2024. Cuff leaked during intubation. During the inflation of the cuff leaked. Consequence was a risk for the patient. Patient was re-intubated. The patient is reported as fine post the procedure.

Event description:
It was reported that: incident occurred on (B)(6) 2024. Cuff leaked during intubation. During the inflation of the cuff leaked. Consequence was a risk for the patient. Patient was re-intubated. The patient is reported as fine post the procedure.

Manufacturer narrative:
(B)(4)